Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic episode. Pt believes that cgm was reading "low", but had failed to alert. Pt also admits that cgm could have alerted her but that she may have failed to hear the alerts. Pt was found unconscious by her husband around 12 pm. Pt's husband called paramedics and pt was admitted to the hosp. Pt reports that she was told it is possible she may have suffered a seizure. At the hosp, pt was administered glucose intravenously and her temp was measured at 94 degrees fahrenheit. At the time of her call to dexcom technical support, pt was doing fine but was traveling and did not have her cgm on hand to send her data to dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.